Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium result on the architect c16000 analyzer. The following data was provided: sid (B)(6) initial 140 repeats 119, 139, 140 mmol/l. Sid (B)(6) initial 115, repeat 133 mmol/l. Sid (B)(6) initial 141, repeat 120 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures by replacing parts, adjusting and cleaning the analyzer. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The conclusion code was corrected to (B)(4). The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.